Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had missing segments due to cracked zebra connector on lcd board. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer was missing segments of his/her insulin pump's display. The customer changed the battery, but the missing segments did not return. The customer's blood glucose levels are unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.